Event description:
The customer reported a ventilator alarm started sounding but no alarm was displayed on the screen. The alarm sound was different from the usual red one. The alarm silence and reset touch did not respond either. The customer reported that the reported issue was found while providing therapy to a patient. The patient was transferred to another working ventilator. There was no patient or user harm reported. Additionally, no patient information was disclosed. The device was evaluated by the customer and a sales representative. The issue was confirmed by two nurses and two medical engineers who witnessed the event. Additionally, the sales representative checked the event log and found no log which seemed to be for the reported event and the issue was not reproduceable. It was reported that the issue could not be duplicated, however, a 1212 error indicating a failure was found. Additionally, the reported issue was confirmed in diagnostic mode that the date of manufacture on battery was not displayed. The lithium-ion battery was determined to be faulty and needs to be replaced.

Manufacturer narrative:
(B)(6).

Manufacturer narrative:
H10: the philips international service engineer (fse) replaced the battery. The unit was functionally tested and successfully passed testing. The unit was returned to service. No other anomalies were reported.